Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported patient event and was unable to determine if the device use contributed to the patient outcome. This was because of insufficient information available, due to the lack of the patient ECG record for the event to determine if the ECG rhythm was shockable or was available throughout the event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was charged for defibrillation. Once the charge cycle was completed, the shock button on the internal paddles handle was pressed, however no shock was delivered. The patient, a (B)(6) female did not survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide further details of the event or patient.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was charged for defibrillation. Once the charge cycle was completed, the shock button on the internal paddles handle was pressed, however no shock was delivered. The patient, a 90 year old female did not survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide further details of the event or patient.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and internal paddle handles, but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the user pressed the shock button, however there was no shock delivered to the patient. After observing proper device operation through functional and performance testing the device was returned to the customer for use. There are two potential causes of the reported issue. The first potential cause is that there was a poor connection between the internal paddles and device. During the 11 minutes following the reported event, the defibrillations delivered indicated poor paddle connection and returned an ¿abnormal energy delivery¿ message. The second is that the user pressed shock on the device rather than the internal paddles, which would be logged in the electronic records but would not deliver therapy while the internal paddles were connected. If the user had pressed the shock button on the device, the display would have shown a warning message instructing the user to press the shock buttons on the internal paddles. However, the cause of the reported issue could not be conclusively determined. Physio further performed another clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. The following was observed: ¿defibrillation needed (by ECG evidence or report of 2nd responders) but provision of defibrillation delayed greater than 30 seconds. A review of the code-stat data indicates that at 01:15:44 the patient was in a shockable rhythm. The user reports following the appropriate steps to provide defibrillation by pressing the shock button on the internal paddles however no shock was delivered. 5 seconds later the device was disarmed when the user depressed the speed dial. Subsequent defibrillations delivered over 11 minutes later indicated poor internal paddle connection and returned an abnormal energy delivery message."

Manufacturer narrative:
The initial medwatch report was blank. The initial medwatch report should indicate: 01/04/2019.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was charged for defibrillation. Once the charge cycle was completed, the shock button on the internal paddles handle was pressed, however no shock was delivered. The patient, a 90 year old female did not survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however the customer was unable to provide further details of the event or patient.